Event description:
After an implantation period of 20 months oversensing was reported. No adverse patient side effects have been reported. The lead and ICD were explanted and not returned to biotronik.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about 20 months and 10 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as farfield channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.